Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube perforation ('right fallopian tube with essure in place and almost perforated through the fallopian tube wall') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify- (B)(6) 2007 result are unknown. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced neuralgic amyotrophy ("autoimmune disorder type of disorder: parsonage turner syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("urinary tract infection") and arthralgia ("joint pain(knees;elbows;ankles)"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain, vaginal infection, cystitis, urinary tract infection, neuralgic amyotrophy, migraine, fatigue, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, fallopian tube perforation, fatigue, migraine, neuralgic amyotrophy, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unknown. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: reporter information added. Case category updated to serious incident. Event fallopian tube perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube perforation ('right fallopian tube with essure in place and almost perforated through the fallopian tube wall') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify- 30apr2007 result are unknown. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced neuralgic amyotrophy ("autoimmune disorder type of disorder: parsonage turner syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("urinary tract infection") and arthralgia ("joint pain(knees;elbows;ankles)"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain, vaginal infection, cystitis, urinary tract infection, neuralgic amyotrophy, migraine, fatigue, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, fallopian tube perforation, fatigue, migraine, neuralgic amyotrophy, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unknown. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.